Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA: 010215.

Manufacturer narrative:
Brand name is unknown as the lot number was not provided. Model number is unknown as it was not provided. Lot number is unknown as it was not provided. Unique identifier (UDI#) is unknown as the lot number was not provided. Device manufacturer date is unknown as the lot number was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
During a cataract extraction procedure, a corneal burn occurred in the patient¿s left operative eye. A description from the surgery center the phaco tip from the handpiece caused a small corneal burn at the incision site requiring a suture to close the wound. The patient outcome is expected well. This report is for the phaco tip. A separate report will be submitted for the phaco handpiece.

Manufacturer narrative:
Patient gender is male. Male is selected in section of this follow up report. Through follow up, the surgeon stated the phaco system was the suspected product. The patient¿s vision is 20/20. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.